Event description:
I began having constant pelvic pains. Some debilitating. The pains would go from the pelvis to my back. Abnormal bleeding would get menstrual periods twice a month, bleed through tampons and pads. Sometimes, would not get periods. Constant bloating. (B)(4).